Event description:
Reporting status: serious injury-required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that three vision stents were implanted. On an unreported date, about 2 months after the visions were introduced, the pt was submitted to the cardiac surgery due to a problem in the mitral valve (medical history). After this surgery, the pt presented with backache and the restenosis was diagnosed in the 3.0 x 28 vision stent and 3.0 x 18 vision stent (lot numbers unk). It was noted the they did not related the restenosis to any product quality issue, but it is a normal occurrence due to the own body's reaction. In 2008, another company's stent was implanted to treat the restenosis with success. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The pt effect of restenosis is listed in the device's instructions for use (IFU) as a known potential adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implantation and the procedure was successfully completed. A conclusive root cause for the reported pt effect and the relationship to the device, if any, cannot be determined. The additional mulit-link rx vision coronary stent system mentioned is being filed under the same MFR number.